Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently requested two bolus requests for the same meal. The customer acknowledged the issue occurred due to user error and consumed carbohydrates. Blood glucose level decreased to 107 (mg/dl) and after consuming carbohydrates, rose to 124 mg/dl.